Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing; p/n: 42521000610, l/n: 62833012; femur cemented; p/n: 42502606802, l/n: 63636665; tibia cemented; p/n: 42532008302, l/n: 63656268; all poly patella cemented; p/n: 42540000035, l/n: 63873122. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00879, 3007963827 - 2018 - 00231, 3007963827 - 2018 - 00232, 0002648920 - 2018 - 00880. Remains implanted.

Event description:
It was reported a patient underwent initial knee arthroplasty one month post-implantation. Subsequently, the patient experienced severe pain and swelling. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00879-1, 3007963827-2018-00231-1, 3007963827-2018-00232-1, 0002648920-2018-00880-1.

Event description:
It was reported patient is experiencing severe pain and swelling approximately one month post-implantation. Attempts to obtain additional information have been made; however, no more is available.